Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During field service installation of the device, the user reported the oxygen sensor cartridge did not function as expected. The user reported the fio2 value would not go below 27.2. No other details regarding the nature of the event were provided. Since the event occurred during field service installation of the device, there was no patient involvement during this event.